Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician may elect to perform a commanded shock. Nothing has been scheduled at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The lead is connected to a competitor's device. This rv lead remains in service. No adverse patient effects were reported.